Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
In accordance with the ¿final guidance on medical device reporting for manufacturers¿ issued on november 7, 2016, stryker medical will no longer report the hazard of reduced/inadequate brake force for our stretcher lines (product code ink), as this hazard has not caused or contributed to any serious injuries in at least two years. The last serious adverse event manufacturer report #0001831750-2018-00587 was originally submitted on october 19th, 2018. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced reduced/inadequate brake force. There was no patient involvement.